Event description:
It was reported that the patient was found down by a friend at home on (B)(6) 2026. The coroner stated that the patient had passed away about 12-15 hours prior. Upon interrogation, it appeared that the patient fell asleep and started having low flows around 0036 on (B)(6) 2026. There was no flow noted on (B)(6) 2026 around 0930. The pump turned off around (B)(6) 2026 around 1500. The last contact with the patient was (B)(6) 2025 in the afternoon. Following review of the submitted log files by tech services it appeared that the event log captured several intermittent low flow events on (B)(6) 2026 at 0026 through 0115. This became more frequent and constant on (B)(6) 2026 at 0116 with an abrupt drop in estimate flow values to zero. The pulsatility index (pi) values during this time were non-variable and on the low side between 1 and 2. Coinciding with the constant low flow events at 0116, there were low voltage advisory events on battery power, which continued until 1240 when they turned into low voltage hazard events. The patient needed to change power sources. On (B)(6) 2026 at 1430, the 14v battery power was depleted, which enabled the emergency backup battery (ebb) in the system controller. The ventricular assist device (vad) ran at the low-speed limit on the ebb until the battery depleted and the vad turned off on (B)(6) 2026 at 1700. Power was eventually restored to the controller, but the controller timestamp defaulted to (B)(6) 2000 at 0000 once all power was lost to the vad. Tech services was unable to determine how long the vad was off due to the reset of the controller timestamp. Once the controller was reconnected to power, the vad ran for about one hour and 41 minutes, then the vad was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information indicated that the patient passed away due to a cardiovascular event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The system controller event log files contained events from (B)(6) 2025 through (B)(6) 2026 and the default timestamp of (B)(6) 2000. The log file captured a decrease in flow on (B)(6) 2026 at 00:26:12, with flows ultimately decreasing to 0 liters per minute (lpm) by 09:35:12, resulting in intermittent and sustained low flow alarms for the remainder of the log file. 10 hours after flow was first recorded at 0 lpm, power cable disconnect and no external power alarms were captured due to depletion of the two 14 volt batteries; however, the system continued to be supported by the system controller¿s internal backup battery. An intentional pump stop was, then, captured at 17:00:16 on (B)(6) 2026, resulting in the pump turning off and activating left ventricular assist device (lvad) off alarms, consistent with the discontinuation of support after patient expiration. Sometime after 17:01:23 on (B)(6) 2026, the system controller then shut off due to full depletion of the system controller¿s backup battery. The system controller was, then, reconnected to 14 volt battery power and a power module, consistent with powering the system and downloading log files following the patient's expiration. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the fixed speed while the driveline was connected. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.